Manufacturer narrative:
Upon receipt, the device was unable to communicate. The cause of the no communication was found to be due to low battery voltage from premature depletion. Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
It was reported that a patient presented to the emergency room with syncopal episodes. Upon examination, the patient's implantable cardioverter defibrillator (ICD) was unable to be interrogated and premature battery depletion was alleged on the ICD. The ICD was explanted and replaced on (B)(6) 2021. The patient was stable throughout.